Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that cgm error occurred on pump while customer was on vacation and could not access additional supplies, and pump reset was identified as next troubleshooting step but could not be safely done because there was not enough insulin remaining in pump. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother planned to continue using pump while checking glucose with fingerstick testing, received full pump reset instructions from technical support, was advised that treatment decisions could not be provided, and planned to call back after returning home to proceed with pump reset and further troubleshooting if issue persisted.